Event description:
During inspection in a (B)(4) warehouse before distribution to the customer, one unit was observed to have a damaged overpouch. Sample is available. Patient injury and medical intervention were not reported for this event. Patient not involved. No additional information is available regarding this report.

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation and was confirmed through visual inspection; a tear in the pouch paper of the unit was observed. A batch review was performed on the reported lot with no deviations found. Assignable root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.